Event description:
It was reported that a malfunction alarm occurred, identified by the malfunction code malf 12, which was resettable. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer technical support provided pump reset information and assisted the caller in resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to contact technical support if the issue happened again, and the caller confirmed they understood.